Event description:
When the subject device was cleaned outside the pt during a procedure, the probe tip broke off. The device was third time uses. The physician replaced the device with a similar device and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 14 mm from the distal end. There were some scratches at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the probe tip presumably was scratched because the physician activated ultrasound output while the probe tip was in contact with metal such as a clip and forceps or the physician scrape the probe with a sharp object such as a scalpel. After that, since the physician continued to use the device, the crack occurred. Consequently, after the physician withdrew the device from the patient body for cleaning, the probe broke due to the stress by touching physically. The instructions manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.